Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to patient injury, previously. Device issue. Loose stent. It was reported that the vision stent delivery system/(sds) was advanced to the lesion in the circumflex and upon inflation to deploy the stent the balloon would not inflate. Fluoroscopy was done and it was noted that the stent had partially dislodged from the sds balloon distally and was hanging off of the balloon. The sds with the stent implant were pulled back into the guiding catheter and the sds/guiding catheter were removed as a single unit, the stent implant was successfully removed with the guiding catheter and the sds, there was no need for medical intervention reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Quality assurance analysis revealed that the sds was returned with blood visible on the balloon. There was contrast visible on the balloon and in the inflation lumen. The stent implant was stationary partially on the balloon and not between the markers. The distal end of the stent implant was 3mm proximal to the balloon distal marker. There were six rows at the distal end of the stent implant that were mangled. There were four struts in the seventh row, five struts in the sixth row, four struts in the fifth row, and four struts in the fourth row at the proximal end of the stent implant that were stretched and bent. There was no other damage noted to the stent implant. The balloon was tightly folded. There were three bends in the hypotube, 2.5cm, 45cm, and 87.5cm distal to the strain relief tubing. There was no other damage noted to the sds. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used to pressurized the balloon to rated burst pressure. There was no leak or rupture noted. The balloon was pressurized and the stent implant was deployed. Product performance engineering has not completed the eval of the event at this time. Results and conclusion will be forwarded in the final report.